Event description:
It was reported that due to an infection, the entire cardiac resynchronization therapy defibrillator (crt-d) system was explanted. During the explant of the right atrial (ra) lead, the distal electrode was unable to be retracted and it remains lodged in the ra without the possibility to retrieve it. The crt-d device, right ventricular (rv) and left ventricular (lv) leads were successfully explanted. No additional adverse patient effects. Additional information received indicates the model/serial numbers of the related crt-d device, rv and lv leads were not made available by the physician. No additional adverse patient effects.